Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported at implant that the implantable cardioverter defibrillator (ICD) was exhibiting noise on the atrial channel due to a stripped set screw that would no longer tighten. A different ICD was implanted. No patient complications have been reported as a result of this event.